Event description:
It was reported the stapler was used during a laparoscopic appendectomy. It was reported by the rep the stapler locked out during the second firing. Another device was used to complete the case. There was no consequence to the pt.